Event description:
It was reported that the clear saline hub of the recanalization catheter was broken. The catheter was not used on a pt.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. This is the first complaint reported for this lot number and issue. The investigation is inconclusive, as the sample was not returned for eval. The definitive root cause could not be determined based upon the available info. It is unk if the manner in which the device was removed from the packaging contributed to the reported failure. The current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and prod should be inspected for signs of damage. Never use damaged prod or prod from a damaged package.